Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 427 mg/dl, which was treated with a bolus delivery and exercise. Customer had symptoms of feeling very tired and sick to the stomach. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised to change infusion set, reservoir and insulin. Customer was advised to call back when in receipt of tubing clamp in order to completed troubleshooting.